Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent set was going to be used in a stent placement procedure. According to the complainant, when the device was unpacked, it was found that the stent was separated at the middle area. The procedure was completed using another polaris ultra ureteral stent set. The pt was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date cannot be determined. Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).